Event description:
Initial reporter indicated that a patient came into clinic and system diagnostic testing yielded, high lead impedance dcdc 5 eri no. The vns device was disabled. X-rays were reviewed by manufacturer, no gross lead discontinuities visualized. Based on the review of the provided x-rays, no anomalies were noted that could be contributing the reported high impedance; however, an unpronounced lead discontinuity, inadequate lead pin insertion or a filter feedthrough issue cannot be ruled out as the generator could not be visualized. Surgery is likely but not planned at this time. Good faith attempts are underway for further information.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device malfunction suspected, but did not cause or contribute to a death or serious injury.